Event description:
The patient is a poor performer and has reportedly experienced intermittencies and overly loud stimulation with use of her device. The patient's device was explanted. The patient was reimplanted with another cochlear device.